Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured 9 cm abdominal aortic aneurysm with aortocaval fistula. The proximal aortic neck was very angulated and calcified. It was reported that the patient presented emergently and was found to have a ruptured abdominal aortic aneurysm to the vena cava. The patient was taken to the or and the physician attempted to treat the patient using devices on consignment at the hospital. First the main body (B)(4) and an extension (B)(4) were placed from the left side and a (B)(4) was implanted as the contralateral limb on the right side. Also a (B)(4) extension was implanted on the right side. An endoleak type ia was detected and a (B)(4) cuff was implanted from the left side. The leak was persistent and another (B)(4) cuff was placed successfully from the right side. During the withdrawal of the delivery system some resistance was detected right below the renal artery. After rotating, the resistance was not so tight but at the level of the main body bifurcation the delivery system was stacked. The physician pulled back the delivery system. As a result all the implanted right side extensions were pulled back and down towards the right iliac bifurcation. The physician had to place more extensions to bridge the gap from the right side, including a (B)(4). After ballooning angiogram was ok, but showing an endoleak from a tear in the fabric of the main body in the right side of the bifurcation where the contralateral limb starts. Two more extensions were placed in order to cover the tear of the fabric, raising the bifurcation of the graft by about 1-2 cm, using a (B)(4) from the right side and a (B)(4) from the left side. They were ballooned simultaneously and the final angiogram showed a reduced endoleak likely through the gutters between the grafts. The operation terminated, and new cta two days post implant showed an endoleak that was moderate and still communicated the inferior vena cava. The patient was discharged with an endoleak. Twenty days later the patient returned to the hospital for a second cta that revealed the disappearance of the endoleak and the good functioning of the stent grafts. No additional clinical sequelae were reported, and the patient is fine. The physician did not believe that neck angulation or calcification contributed to the event. The physician believed the area between the stent stopper and the graft cover may have caught on the stent graft. A review of a still angiogram image at implant revealed that the devices were implanted with the ipsilateral limb extending into the left common iliac, and the contra limb/extensions placed into the right iliac. Multiple aortic cuffs were also implanted. Contrast was seen coming from both the left and right side of the bifurcate near the level of the flow divider. The type or cause of the endoleak could not be confirmed from this single still image. It is possible that this is a fabric type iii endoleak, but could not rule this out as a type IV. Several 3d recon images 2-days post-implant show a likely endoleak near the same approximate location as previously seen at implant; near the bifurcate flow divider. The type of endoleak could not be confirmed, but was likely a type iii fabric or type IV. The cause could not be determined from these images.

Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label (pre-op rupture; aortocaval fistula).